Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During troubleshooting for a check patient line alarm on the homechoice device, it was reported that air was noted in the patient line. The patient was connected for their initial drain of peritoneal dialysis therapy when the air bubbles were observed. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported air. The patient was advised to start therapy over using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. If additional relevant information is obtained, then a follow-up MDR will be submitted.